Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, the reported activation failure and the reported material separation were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The reported difficulties possibly caused/contributed to the reported patient effects; however, a conclusive cause for the reported ischemia and embolism, and the relationship to the product, if any, cannot be determined. The reported patient effects of ischemia and embolism are listed in the absolute pro ll peripheral self-expanding stent system instructions for use as a possible complication. The treatment appears to be related to the operational context of the procedure. H6 - correction medical device problem code 1069 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. The 5.0x150mm absolute pro self-expanding stent was attempted to be deployed; however, difficulty was noted and only partially deployed. The thumbwheel was blocked and became broken as it was spinning loosely. The stent was not able to advance nor retract. The stent "stripped of the sfa" and embolized in the deep femoral artery and finally broke. There was ischemia in the treated foot. The broken stent was removed via open surgery. No additional information was provided.